Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had varied going high and returning back down. The threshold was also noted to have increased and returned back down. Sensing was noted to be appropriate with no undersensing or oversensing present. The lead remains in use. No patient complications have been reported as a result of this event.